Manufacturer narrative:
(B)(4). Date sent: 5/8/2023.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2023. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what was the date of implant? (B)(6) 2018. When did the return of gerd¿s begin? (B)(6) 2019. What was the date of the imaging which showed the discontinuous linx? (B)(6) 2023. What is the device lot number? 12721. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Reflux, and nausea. No vomiting, retching, trauma or surgery. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? I can only state that we have not ordered an MRI for this patient. Did the patient have any other surgeries in the area? Not that we are aware of, or have documented. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Barium swallow (B)(6) 2023 have been shared in previous emails. Is a replacement linx or fundoplication planned? Yes, (B)(6) 2023. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? I can not answer this question. Risk management erica richardson with orlando health and/or the surgeon will need to answer this question. When and if the linx device is removed, may we ask that the device be returned for analysis? This has been discussed in previous emails, risk management erica r. Has explained this. The explant was completed on (B)(6).

Manufacturer narrative:
(B)(4). Date sent: 11/6/2023. See op notes.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2023. Photo analysis: the photo was reviewed by a medical safety officer. As per medical safety officer: "image from a barium esophagram demonstrates a discontinuous linx device and a what appears to be hiatal hernia". The mechanism/cause of failure cannot be determined from the provided image. No further investigation can be completed at this point. A manufacturing record evaluation was performed for the finished device lot number 12721, and no related nonconformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2023. A manufacturing record evaluation was performed for the finished device lot number 12721, and no related nonconformances were identified. Investigation summary: a linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. In addition, some tooling marks were observed in some beads and clasp beads. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was concentric with small amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. In addition, a separated washer was observed during the visual assessment. The washer was observed to be bent outwards with two welds tracks and also on the bead case where the washer was separated. This was likely due to forces applied during explant procedure. However, the separated washer didn¿t contribute to customer¿s experience.

Event description:
It was reported that post-op to the unknown procedure the patient found to have a discontinuous linx device. The patient is suffering from recurrent gerds. The device is scheduled to be removed on (B)(6) 2023.

Manufacturer narrative:
(B)(4). Date sent: 3/16/2023. Only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? When did the return of gerd¿s begin? What was the date of the imaging which showed the discontinuous linx? What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Was the device removed on (B)(6) 2023? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.